Manufacturer narrative:
Continued: section e phone: b)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The description of event indicates that the user sprayed the product with silicone spray, presumed to facilitate lubrication. However, the use of lubricant is obviated by the presence of hydrophilic coating on the wire guide which, in the presence of water, will lubricate the wire guide. The instructions for use assist the user by stating the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. "Flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first... Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. Additionally, if additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat® 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During endoscopic retrograde cholangiopancreatography (ercp) procedures, the physician used a cook acrobat¿ 2 calibrated tip wire guides. It was reported that he sheath of the guide wire became detached from the wire and that this probably happened while changing the ercp catheter - too much tension on the catheter. The wire was sprayed with silicone spray. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.